Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and upon visual inspections, confirmed there are screws coming loose that hold the insertion rail onto the insertion housing. The probable root cause of the carriage being can be attributed to the loose screws on the linear rail. .

Event description:
During a preventive maintenance, the field service engineer (fse) identified the carriage rail on the universal surgical manipulator (usm) 4 was loose. There was no report of patient involvement.